Manufacturer narrative:
The insulin pump was received with a frozen screen on the number 5 during count up and a constant tone, the problem isolated to mother board. Unable to confirm alarms, display anomaly and unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to frozen screen. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the she had low blood glucose but not hospitalized. Customer's blood glucose was 41 mg/dl. The customer was treated with food. After the troubleshooting was done, customer was advised to change entire set, reservoir, and insulin and treat. Customer was advised to stop wear the pump due a52 alarm until tomorrow. The customer reported via phone call the she had high blood glucose but not hospitalized. Customer's blood glucose was 259 mg/dl. The customer was treated with the pump. The customer reported via phone call indicating that the insulin pump alarm a52. Customer's blood glucose was 259 mg/dl. Customer stated the alarm didn't occured while trying to change settings using paradigm pal software. The customer stated the alarm did no occur during priming. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.